Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot/serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. Product ID: 3550-09, lot/serial#: (B)(4), product type: accessory. Product ID: 3888-45, lot/serial#: (B)(4), explanted: (B)(6) 2015, product type: lead. Product ID: 3550-09, lot/serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: accessory. Product ID: 97702, lot/serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3778-60, lot/serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Product ID: 3887-33, lot/serial#: (B)(4), explanted: (B)(6) 2015, product type: lead. Product ID: 748925, lot/serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: extension. Product ID: 3887-33, serial/lot #: (B)(4), ubd: 25-mar-2008, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-aug-2012, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-apr-2012, UDI#: (B)(4). Product ID: 3887-33, serial/lot #: (B)(4), ubd: 07-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a lead migration and loss of efficacy. The manufacturer's representative tried reprogramming. An explant of the system took place. It was reported part of a lead remains in patient as it could not be explanted. No further complications were reported/anticipated. Additional information was received from the rep who reported the explant took place on (B)(6) 2018. A cause was not determined.